Manufacturer narrative:
Lot # - 60119817, 1209716, and one unknown lot number. A batch review was conducted for lot 60119817 and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five em2400 valve sets had leaked. Three of the devices leaked from an unspecified location, one set burst while pumping a bag, and one set leaked from the spike filter during compounding. No patients were involved. No additional information is available.

Manufacturer narrative:
Additional information: a video of one sample was provided for evaluation. Visual inspection of the video noted a leaking sample. The reported problem was verified. The cause of the condition could not be determined. A batch review of lot 1209716 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.